Manufacturer narrative:
(B)(4): the customer reported that a monitor fell. No pt harm was reported. There is no indication that this was a monitoring or device problem. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor fell. No pt harm was reported.